Event description:
Customer reported insulin pump alarmed a button error. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This information is provided in response to your request dated october 1, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event.

Event description:
Customer reported insulin pump alarmed a button error. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.